Manufacturer narrative:
After analysis, the returned files do not meet maillefer quality standards and are obviously counterfeit. Moreover, the batch number has no corresponding with the reference (B)(4) in our system. The blister packs and the labelling are equally recognized as fakes.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a m access k-file separated. The event outcome is unknown as of this MDR evaluation.